Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. The alarms were caused by severed motor mount screws. The motor assembly (including the failed screws) was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.